Event description:
It was reported the pt was admitted to the hosp in 2007 with malaise, dehydration, emolytic anemia and failure to thrive. Five days following, the pt went to surgery for redo mitral valve replacement, posterior mitral valve reconstruction with bovine pericardial patch and ventral hernia repair. Approximately six weeks prior to his admission to the hosp, the pt required self urinary catheterization secondary to having a neurogenic bladder. He developed fevers, chills and malaise. Blood cultures revealed enterococcus. Echocardiogram revealed vegetation on the mitral valve. The pt had developed prosthetic mitral valve endocarditis. Two weeks prior to surgery, the pt was diagnosed with perivalvular leak and persistent fevers despite treatment with antibiotics. The original mitral valve replacement occurred in 1997 for rheumatic mitral valve disease. The pt requested possession of his surgically removed mitral valve. The valve is available for him to obtain in pathology.